Event description:
In 2004 the pt called lfs alleging that their one touch ultra meter would not power on. The pt was in central america and as a result of the reported issue pt had to visit hospital to have their blood glucose level checked. Pt mentioned that pt tests 8 to 10 times a day. The last test was performed and a reading of 78 mg/dl was obtained (source unknown). The pt was unwilling or unable to indicate if pt experienced any symptoms during the time of concern. No treatment was sought as a result of the issue. The customer service representative confirmed through throubleshooting that the correct test strips were being used, batteries were correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubelshooting. Pt's meter and test strips were replaced.